Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for patient 2 of 3. The bone joint article "long-term follow-up of custom cross-pin fixation of 56 tumour endoprosthesis stems" cites the following: "the remaining three patients with aseptic loosening occurred in dfa (distal femur) endoprostheses...occurred in a patient with failure of a previous femoral stem that was protruding through the anterolateral cortex. This patient required a total femoral arthroplasty (tfa) endoprosthesis after 50 months".